Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis which is in progress. However, performance data collected from the device was received and analyzed. Analysis revealed the device battery voltage was pre/approaching elective replacement indicator (eri) and as of (B)(4) 2012 the device had not yet tripped the eri flag.

Manufacturer narrative:
Product analysis, con't: analysis of the returned device did not reveal any performance issues, but the calculated longevity result of 92% was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead (B)(6)2005; 1388t competitor implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.